Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch, reference number 0010302 and lot number hurg0488 was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch, reference number (B)(4) and lot number hurg0488 was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum for additional information provided: (B)(6) 2008 - patient was diagnosed with incarcerated ventral incisional hernia and incarcerated umbilical hernia thereby underwent laparoscopic repair with the implant of ventralex mesh (device #1 & #2). Per operative notes, ¿an incarcerated upper midline ventral hernia was reduced. A piece of medium ventralex mesh (device #1) was placed through an incision over the hernia and secured with tacks circumferentially. Attention was then turned to the umbilical hernia. The incarceration was reduced. Then another piece of ventralex mesh (device #2) was placed and secured with interrupted prolenes and tacks.¿ (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia with mesh complication and painful hernia at the umbilical region thereby underwent repair with explant of ventralex mesh (device #2). Per operative notes, ¿the incision incorporates scar from previous hernia repair. Using this as our starting point, able to remove the mesh from previous hernia repair. Mild adhesions are noted on the back of the mesh, there is cut that minimal involvement with small bowel. A large ventralex mesh (device #3) is chosen and placed in the abdominal cavity and approximated to the abdominal wall. Laterally the fixation straps attached to anterior abdominal fascia using suture.¿ attorney alleges that the patient had adhesions, bowel/intestinal obstruction, mesh migration, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 6 years 4 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions, pain and mesh migration thereby underwent repair with removal of mesh. Per op notes, ¿mesh from the previous repair have become displaced on the right side¿. The instructions-for-use supplied with the device list adhesions, pain and mesh migration as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.